Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was further described as an ¿infection in [the patient¿s] belly¿. The cause of the peritonitis was not reported. The patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics intraperitoneally and orally (dose, frequency, and duration not reported) for the peritonitis. At the time of this report, it was unknown if the patient had recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.